Manufacturer narrative:
Reporter's complete address and phone number were not provided. The manufacturing location was unknown. Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during a femoral trochanteric fracture (left) surgical procedure, it was observed that while attaching the cutter device to the chuck device it was hard to tighten the chuck using the spare key device. There was a five minute delay to the surgical procedure while changing out the cutter device. The surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 14, 2018 on the initial report. It has been updated as feb 13, 2018. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.